Event description:
It was reported that during acl surgery the screw did break during insertion. The broken off piece has been retrieved from patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Two unpackaged ar-4030c-08 screws (no batch identifying information present) were received for investigation. It was identified using digital caliper ID:011 that approximately 12.19mm of one screw fragment remained, and approximately 18.07mm of the second screw fragment remained. Two threads were visible along the first screw, and four were visible along the second. Due to the damaged condition of the screws upon receipt for investigation, no other measurements were able to be accurately assessed. The method used to prep the bone during the case, as well as the bone quality encountered, were not recorded. As such, the observed condition is most likely the result of improper bone preparation, off-axis insertion, and/or prying/leveraging the screws during insertion.